Event description:
Procedure: lung resection. According to the reporter: with the cursor on mark 30, the instrument stapled, but remained jammed on the tissue. The surgeon forcibly freed the instrument from tissue. The instrument had only stapled 3cm. The surgeon attempted to staple tissue with another sulu and the problem occurred. The surgeon resected to free the instrument and completed the operation with another instrument.